Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow-up. Interrogation of device revealed three episodes of inappropriate shock due to emi over-sensing from massage chair. Patient was instructed not to use massage chair moving forward. No programming changes were made for the device. Patient was in stable condition.